Manufacturer narrative:
Correction: a1 & h6 the reported malfunction was confirmed through a photograph provided by the reporter. Technical support recommended that the customer replace the mainboard to resolve the reported issue.

Event description:
The customer reported that a failure of the circuit board in the ventilator occurred. No patient involvement was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.